Manufacturer narrative:
A review of tickets was performed for reagent lot number 21034ui03. The ticket search determined that there is elevated complaint activity for the reagent lot. However, a review of tracking and trending did not identify any trends for the complaint issue and list number. Return testing was not completed as returns were not available. A test protocol was completed for the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. A review of the product records did not identify any issues associated with the complaint issue. Based on the investigation no systemic issue or deficiency of the architect total hcg reagent lot 21034ui03 was identified.

Manufacturer narrative:
No patient identifier is available. Facility name was truncated; full facility name is (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect total b-hcg results for one patient. The following information was provided: (B)(6) 2021 initial result 344.18 miu/ml, repeated less than 1.2 miu/ml and less than 1.2 miu/ml the patient was not pregnant and the physician questioned the initial results. No impact to patient management was reported.